Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion and the stent struts got frayed. No patient complications reported.